Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the drive support cap was protruded and was coming out of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and occlusion test. No error alarm noted. However the drive support disk was pushed out or flush noted. (B)(4).